Event description:
This notification is being reviewed in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, and due to a user of a remstar pro c-flex, systemone 60 series device with an allegation of missing control dial button. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. Foam particles were observed in the device assembly. Dust/dirt was observed in the device. Error code 53 (indicating an issue with the pca) was found in the device log history. The device is outside of warranty. The device was scrapped per the customer request.